Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the handpiece had a loose connection. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: loose o-ring blocks burr. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had a loose connection. During in-house service and repair, it was determined that the device failed had a loose o-ring which was blocking the burr. There was no procedure nor patient involvement reported. No additional information was provided.